Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) due to pain in the scrotum. A tactra penile prosthesis was implanted per the patients request. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.